Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement devices. The replacement devices are two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, right serial #: (B)(6) left serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-oct-2020, mentor received additional information regarding the grade of capsular contracture. The grade was iii. On 9-oct-2020, the suspected medical device was returned for evaluation. On 27-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly consistent with a crease/fold was observed. A tear was also observed within the crease/fold in the posterior view, measuring approximately 1.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and experienced bilateral rupture and capsular contracture (grade unknown) postoperatively. On (B)(6) 2013, the patient experienced breast firmness and MRI was recommended. However, the patient declined to proceed with MRI at that time. On (B)(6) 2020, MRI was performed, and the result indicated bilateral rupture. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.